Event description:
It was reported by the physician on (B)(6) 2012 that the patient had high impedance first observed on system diagnostic test performed on (B)(6) 2012.attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient does not want to undergo a replacement as the patient is doing well on medication.